Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, the needle kept turning off. A new device was opened to correct this condition. The current patient status is good.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No needle was retuned with the instrument. No visual abnormalities were observed on the instrument. The instrument was loaded with a pmv needle and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. The device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.